Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor lv (large volume) burst while in use on a patient. The device contained an unspecified cytotoxic agent. It was not reported how long into the treatment this occurred. As a result of the event, the device was removed from the patient and replaced with a new one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from september 26, 2019 - september 28, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.